Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent repair of incisional hernia on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced multiple loops of small bowel adherent and recurrent incisional hernia,painful bowel movements ,pain, nausea and abdominal pain. It was reported that the patient underwent additional surgery and mesh was implanted and underwent revision of mesh on (B)(6) 2016. No additional information provided.